Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an intraocular lens implant in her left eye (os) with a model +23.5 zlboo. Patient had previous lens, same type and size implanted in her right eye on (B)(6) 2015. Her postoperative course was notable for hyperopic astigmatism. An attempt to correct this with a piggyback iol was unsuccessful (date unknown). She developed bilateral cystoid macular edema for which she underwent triesence injections (date of treatment unknown). She received a second opinion from another surgeon regarding management of her suboptimal reading vision, and underwent bilateral iol exchanges performed by this other surgeon within the past few months. Date of explant(s) not provided. No patient injury post op was reported. No further information was provided. Patient had bilateral lens implants/explants. Therefore, 2 MDR's will be provided. This MDR represents the lens implanted in the patient's left eye.